Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the n65 pulse oximeter display was missing segments. There was no patient involvement with this event.

Manufacturer narrative:
The investigation of the customer's n65 could not duplicate the complaint that unit display was missing segments. The unit was powered up and passed power on self test (post). All segments were observed during post. A test ds100a sensor was connected to the technician's finger and the unit gave readings for 20 minutes without issue. The n65 was disassembled and visual inspection found no internal anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had missing segments. There was no patient involvement.